Manufacturer narrative:
1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified patient claimed the ipg turned off during charging, and then became inoperable. The clinical specialist reported the ipg could not communicate with external devices. The patient underwent ipg replacement.